Manufacturer narrative:
This report is for an unknown vectra self-drilling fixed-angle screw 4.0 x 16mm. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the plate was implanted into the patient with cervical spondylotic myelopathy (c4-6) on (B)(6) 2014. After c4-6 cervical spine anterior fixation was done, it was determined by x-rays that one of the two screws at c4 had come off and the head of the other screw had backed out. Also, the cage between c4 and c5 was found to have migrated forward a little and the plate itself had slightly sank into the centrum. There was urgent revision surgery was planned that was planned for on (B)(6) 2014. It will be determined at the surgery whether the replacement is needed for all of the implants or only the screws. It was also reported that the only one type of screws, fixed-angle screws, were used in this surgery for the patient with the poor quality bone. There was stress concentrated on the screws at the most cranial side. The surgeon locked the implant one side only, so it is also considered as a possible cause. There was no harm to the patient and no report of any surgical delay. This report is for an unknown vectra self-drilling fixed-angle screw 4.0 x 16mm. This report is 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision procedure occurred. The plate and six screws were removed. Only the two screws at c4 had backed out.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.